Event description:
It was reported that the user could not see glucose readings on the ilet while using a dexcom g7, although readings were visible in the dexcom app; after the user unlocked the ilet, readings appeared, indicating a prior pairing or display issue between the cgm and the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary loss of cgm data display on the ilet. Investigation included guided troubleshooting and education that focused on device operation and connectivity. Investigation of this case revealed that the ilet was not paired or not displaying data until the device was unlocked, consistent with a cgm-to-ilet pairing or user-interface issue. It was concluded, based on previously established findings for similar reports, that user interaction with the device interface likely contributed, and that the device functioned as designed once properly accessed.